Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 09/07/2016.

Event description:
A customer reported the sterrad nx sterilizer cancelled with an error message of "power interrupt failure" and the healthcare worker smelled like "something was burning". The affected load was reprocessed. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. The customer confirmed the unit was shut down but could not evacuate the room as she had to continue working. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and tested. The reason for return of the oil mist filter could not be confirmed. The likely assignable cause of the odor/smell issue is the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.